Event description:
The patient received two trial leads with the same lot number. It was reported during the trial implant procedure the hub broke off, and the stylet could not be removed from one of the leads. The physician opted to leave the stylet inside the lead for the duration of the trial. Follow up identified the patient was well during the trial period, and the leads were removed as scheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.